Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of actinomyces meyeri as listeria grayi in association with the vitek® ms system. Retest via vitek® ms obtained the same result. Rapid anaerobic ID kit by remel provided the actinomyces meyeri result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states had contacted biomérieux to report a misidentification of actinomyces meyeri as listeria grayi in association with the vitek® ms system. Rapid anaerobic ID kit by remel provided the actinomyces meyeri result. An internal biomérieux investigation was performed. The isolate was not viable for submission. Summary of data provided and analyzed: 11 sample mzml files from (B)(6) 2017 - (B)(6) 2017. 18 ecal mzml from (B)(6) 2017 - (B)(6) 2017 concurrent time as sample results. Investigation conclusion: conclusion on the system: system was not operational during the test. Conclusion on the identification: regarding the results obtained by reprocessing customer data with the next knowledge bases (vitek® ms kb v3.0 and future vitek® ms kb v3.2), the most probable identification is actinobaculum schaalii. This hypothesis was confirmed by the results obtained after new fine tuning. Customer obtained no identification. As actinobaculum schaalii is not included in the vitek® ms kb v2.0, a "no identification" was intended. There is a system limitation mentioned in the kb user manual 161150-296-a page 1-11: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." However, without strain return for investigation, it is not possible to conclude on the identification. Note: actinobaculum schaalii is not present in remel rapid anaerobic ID knowledge base. The correct reference method to confirm the identification is sequencing. Suspected root cause of the issue: system was not operational during the test and without a return of customer strains, it is not possible to define a root cause for this complaint.